Manufacturer narrative:
(B)(4). The product involved in the report has not been returned. The device history record for lot number, a6036f02, involved in this complaint was manufactured according to the approved manufacturing procedures, specifications, and treleased by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported by the caregiver that on (B)(6) 2016 the patient's mic-key popped out and was replaced with a backup mic-key. Additional information was received on (B)(6) 2016 that states, the patient was taken to the doctor and was prescribed a 10 day supply of antibiotic therapy with clindamycin. The caregiver states, that the stoma remained open and intact. No additional information was provided.